Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that she just had the device implanted a day prior to this call. She was not feeling good and had very bad constipation. She felt like something was blocking. Her bladder was sore and she did not go and had to push to good and her bladder still felt full. Patient stated that she was suffering. She has never had this problem before. She had turned stimulation on as instructed by a manufacturer representative (rep). She also called nurse and was told it could be the result of the anesthesia, however she did not believe it was the anesthesia as she has had procedures before and hadn't experienced this before. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient reported that she did the implant; she came home and had horrible constipation. She couldn¿t take it and was crying and miserable. She tried prune juice, oral laxative and pills but nothing worked. They lowered the device so she would be able to go the bathroom. The healthcare provider (hcp) changed the program from 1 to 2 and she had the constipation again, so her hcp shut it off and put it to zero. She took laxative and for a couple days she was ok with her bowel movements. She called hcp to ask which program she should have it on but the hcp was gone until monday. She was told to call the manufacturer for assistance turning it back on. During the call, patient was assisted with changing to program 3 since she had already tried program 1 and 2. It was reviewed with patient that if the constipation returns, she would turn therapy off until she can speak with her hcp on monday.

Event description:
Additional information from the patient reported they did not have an appointment with the healthcare professional (hcp), they were waiting for him to get back from vacation. The patient stated that her constipation had very slight improved and the bladder also had not improved much. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Additional review indicated that (B)(4) is no longer applicable to the event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that their device was not working before but they were doing good now. The patient confirmed this was the constipation issue that they had previously reported. No further complications were reported or were expected.